Event description:
The customer reported that the system had an intermittent beeping sound going off and the workstation would not turn on. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep restrapped the transformer so the output voltage would be within range. The system was tested and found to be working as intended and put back in service.